Manufacturer narrative:
The device was not returned to olympus for evaluation. The root cause for the probe breakage is most likely due to the probe coming in contact with a hard or thick surface during activation. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Additionally, the generator produces an error warning to perform a probe check (u504) in an effort to prevent probe breakage from occurring. If the user ignores this error code and continues to use the device, there is a high likelihood of the probe breaking.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) case the thunderbeat hand piece probe broke off. Probe damage error code was displayed on the generator during cut. There were no damages noted on the probe prior to it breaking off. They used another thunderbeat hand piece to successfully finish the case. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the lot number and manufacture date as well as the device evaluation results. The device was returned to olympus for evaluation. The distal end of the device was inspected under a microscope and found the probe fractured. The broken portion was returned with charred stains and measured approximately 17mm in length. The remaining intact portion of the probe measured 2.5mm the device failed the probe check with an "u509" error code displayed on the test generator. A visual inspection was performed on the device; there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be worn and melted with a small portion of metal exposed; however, the teflon pad remained intact. Further inspection found the gold insulation on the top portion of the jaw scratched and peeled off. This type of probe and teflon pad damage can be attributed to the operator¿s technique.